Event description:
It was reported that during implant procedure, patient experienced decrease in blood pressure due to cardiac tamponade. It was noted that several attempts to place the right ventricular lead were the potential cause. Pericardiocentesis was performed, and the lead was replaced. The patient was discharged a week later in good condition